Event description:
The customer's sister exhibited symptoms of low blood glucose and the paramedics were called. The customer tested her sister with the breeze2 meter and received a reading of 81mg/dl. Thirty minutes later the paramedics arrived and retested the sister's blood on their glucose meter and the reading was 40mg/dl. Information regarding treatment was not provided. The customer's meter and strips were replaced and she is expected to return her strips for evaluation.

Manufacturer narrative:
Patient identifier was not provided.